Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge to resolve the issue. Customer¿s blood glucose was approximately 200 mg/dl. In addition, it was reported that the fill estimate was in accurate and stuck. Customer continued to use the same cartridge without an issue.